Event description:
Ous MDR - after an implantation period of approx. 62 months, oversensing was reported. The lead was replaced and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 24 cm distal to the is1 connector pin. A proximal and a distal lead fragment were received. In between a 2 cm segment of lead body was missing. The received lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular at the distal lead fragment near the rv shock coil, the insulation was found rubbed through. This damage can be considered as the root cause of noise as reported in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The available xray images showed the lead under complaint in the implanted state and another ventricular nearby lead which was mentioned in the complaint description. The linox smart demonstrated a significant bent in a small radius in the area of the shock coil. Furthermore an interaction with the nearby lead cannot be excluded. An accumulation of these factors might have contributed to the observed damage. The analysis did not reveal any sign of a material or manufacturing problem.